Event description:
It was reported that cadd solis vip ambulatory infusion pump does not alarm for downstream occlusion when the tubing set is occluded during testing, no patient injury.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing tamper seal. The customer stated problem was duplicated, one of the valves was worn which effected the pressure from building up. Replaced the valves. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing DHR review is needed.